Manufacturer narrative:
The actual device was returned. Co visually examined the device and checked the continunity of the device. The device was plugged in an excal esu to check continuity. Co did not find that the blue button was depressed upon receipt. It was found to have continuity. Co was able to activate the device and get the coag mode to stick. Co feels that the problem is in the plug and is isolated. This is the first time co has encountered this type of failure. Mfg will be informed.

Event description:
It was reported that the blue button (coag) was depressed before use. Rn noticed it before procedure, no pt incident.